Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one 10f fast-cath introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted on both sides of the seal. A corrective action was initiated to address the failure mode of this introducer leak.

Event description:
During an atrial fibrillation procedure, a blood leak was noted from the hemostasis valve. When the sheath was inserted into the patient, and the viewflex catheter was inserted into the sheath, blood leaked from the hemostasis valve. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.